Manufacturer narrative:
Lot number reported; a device history record (DHR) review was performed and all manufacturing specifications were met during the time of manufacture of this product.the reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.

Manufacturer narrative:
The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.